Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy. There was no patient involvement.